Event description:
(B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, he experienced high blood glucose level (1700 mg/dl) and diabetic ketoacidosis. Moreover, he felt like vomiting, tired and was very dehydrated. Therefore, on the same day, he changed the infusion set, but he was not aware about the bent cannula. The site location was top part of buttocks. Reportedly, the patient did not follow the usual protocol for handling his high blood glucose level. Further, he did not treat himself with a manual injection which made his high blood glucose level worse. Subsequently on the same day, the patient was admitted to the hospital with blood glucose level of 1700 mg/dl, as he was diagnosed with diabetic ketoacidosis. During hospitalization, he received fluids and intravenous medication (drug name unknown) as corrective treatment. The patient was hospitalized for 4 to 5 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.